Event description:
A customer reported that the epiq 7 ultrasound system shut down during an unspecified cardiology procedure. There was no patient or user harm associated with this event. The user exchanged the ultrasound system to complete the procedure. The field service engineer replaced the physio module to address the customer¿s immediate concerns. Philips has started an investigation and upon completion a follow-up report will be submitted.

Manufacturer narrative:
A qualified service engineer evaluated the system based on the customer complaint. The service engineer confirmed the reported problem of the system generating an error message. It was determined the cause was related to the physio module. The physio module was replaced to address the customer's immediate concerns. The system was returned to service with no further similar events. The part was disposed of at the customer site. No further information is available.